Manufacturer narrative:
The customer's strips (2 vials) were returned for investigation. The returned product was measured in comparison to a retention meter and master lot strips. Testing results (qc range: 2.5 - 3.1 inr): vial 1, vial 2: qc 1: 2.7 inr, 2.7 inr, qc 2: 2.7 inr, 2.7 inr, qc 3: 2.7 inr, 2.8 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. Relevant retention test strips (lot 381238) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. Coaguchek uses human recombinant thromboplastin. Therefore, comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.

Manufacturer narrative:
This event occurred in (B)(6). Occupation - the occupation is lay user/patient.

Event description:
The initial reporter complained of questionable inr results from coaguchek xs meter serial number (B)(4) compared to the laboratory. The laboratory method was not provided. The result from the meter was 1.9 inr and the result from the laboratory was 1.3 inr. There was no allegation of an adverse event. The customer's therapeutic range was 2 - 3 inr. The device was requested to be returned for investigation.